Event description:
It was reported that during a percutaneous transluminal angioplasty (pta) treatment procedure, stent damage occurred. The 95% stenosed target lesion was located in a calcified and moderately tortuous proximal common iliac artery. After pre-dilatation of the lesion, the 8.0x40x75cm express-vascular ld vascular stent system was advanced into the patient. The device bumped into a previously implanted non bsc stent and was unable to cross the lesion. Several attempts were made but the device did not cross the lesion. The device was removed outside the body, and it was noted that the stent was flared. The procedure was completed with a new express ld stent system. There were no patient complications reported and the patient's status is good.

Manufacturer narrative:
Device evaluated by MFR: a visual examination of the entire length of the device found no kinks or damage. The stent was tightly crimped onto the balloon and no issues existed with the profiles of the crimped stent, balloon and tip sections of the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a percutaneous transluminal angioplasty (pta) treatment procedure, stent damage occurred. The 95% stenosed target lesion was located in a calcified and moderately tortuous proximal common iliac artery. After pre-dilatation of the lesion, the 8.0x40x75cm express-vascular ld vascular stent system was advanced into the patient. The device bumped into a previously implanted non bsc stent and was unable to cross the lesion. Several attempts were made but the device did not cross the lesion. The device was removed outside the body, and it was noted that the stent was flared. The procedure was completed with a new express ld stent system. There were no patient complications reported and the patient's status is good.